Event description:
It was reported that during a subtotal gastrectomy procedure the device was used to transect the stomach. Some staples were noted to be malformed after the firing. There was some blood leakage. The surgeon used hand sewing to pin up the tissue. A circular device was used to do jejunum-gastric end to side anastomosis. The anastomosis had blood leakage after the firing. The surgeon used hand sewing again to stop the bleeding and to complete the procedure. There was no adverse patient consequence.

Event description:
Additional information received on (B)(6) 2013 stating, the surgeon felt the death is likely due to the patient's own disease. No autopsy was performed. The patient's pre-existing health condition of gastric carcinoma would have impacted the patient outcome. On (B)(6) 2012, additional information provided stated, "the sales representative advised after eight days of the surgery the patient died. That is to say, the death date is around (B)(6) 2012. The patient was not discharged home. The surgeon's opinion is that the gastric mucosal bleeding might lead to death." An autopsy was not performed. As the information was conflicting, a request for clarification was sent to confirm the surgeon's opinion as to cause of death. However, during the second procedure, it was not confirmed that the mucosal bleed was at the staple line. Bleeding was visually seen and the intent of the procedure was to stop the bleeding. Again, the cause of death is unknown and an autopsy was not performed.

Manufacturer narrative:
(B)(4). Based on the information provided, it is not clear as to the cause of the patient's death. An autopsy was not performed. The device was returned and analyzed prior to learning that the patient had expired and there was no issue found with the device.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.